Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked while administering medicine. The following information was provided by the initial reporter: "3ml syringe leaking around maxzero connector when administering medication has resulted in drug dosage inaccuracies and loss of medicine."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked while administering medicine. The following information was provided by the initial reporter: "3ml syringe leaking around maxzero connector when administering medication has resulted in drug dosage inaccuracies and loss of medicine."